Event description:
It was reported by service report that the siderail could not lock in the upright position and the broken toprail had sharp edges. The customer could not determine if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Latch spindle.